Manufacturer narrative:
The weld around the center needle in this incident was found to have intergranular cracking or metallurgical defects indicative of environmentally assisted cracking. There are many factors that can cause this cracking, however, the supplier confirmed there were no process changes associated with the welding process. One intact helix assembly from current production inventory and one uniaxial tensile tested helix assembly were analyzed. Neither sample exhibited any environmentally assisted cracking. This indicates there is no consistent weld issue with the supplier's helix manufacturing process. Although no definitive root cause could be determined for the center needle failure, the center needle likely had a compromised weld or was used in a manner that over stressed the weld to failure, or a combination thereof. Based on the investigation above, all materials and processes were within a state of control during manufacturing of the product lot. No items were identified as possible causes for the broken centering needle. No definitive root cause could be identified for the reported failure.

Manufacturer narrative:
A review of manufacturing records and component records indicate all components and device systems met specifications. The device was received by endogastric solutions on 03/09/2020 and the investigation is ongoing. A follow-up report will be submitted once the investigation is complete. This is being reported as medical intervention was required to remove the centering needle to preclude permanent damage to a bodily structure.

Event description:
The physician reported the centering needle of the helical retractor separated from the assembly. The centering needle was found protruding from the patient's gastroesophageal junction tissue. Medical intervention was required as the physician removed the centering needle from the patient with forceps through the working channel of the endoscope. There is no patient injury associated with this incident.